Event description:
(B)(6) 2013, I had breast surgery including a lift and use of allomax dermal matrix to support the bottom 2/3 of my breast implants. Roughly 3 weeks later, I developed cellulitis, nipple necrosis, seroma, and infections in both breast that required removal of both implants and two surgeries to debride and irrigate the breast tissue. I was admitted to the hospital for five days and had to be released on home IV antibiotics.